Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported a spinal fusion was performed on (B)(6) 2026. All screws were inserted, and the cement injection was performed using alignment device and open canula. The injection operation was carried out while checking how the cement is spreading through perspective. The cement was injected into each screw individually, in amounts of approximately 0.5 ml. Hight of the perspective device and location was checked. The cement injection was completed, and a slight cement leakage was detected in one location with the surgeon using CT scan. The surgery was completed successfully without any surgical delay. After the surgery, a CT scan was performed for follow-up observation, and in addition to the leakage observed during the surgery, a more severe cement leak was confirmed. No further information is available.